Manufacturer narrative:
Follow up # 1/supplemental report text 12/13/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k062195.

Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter continued to display the meter memory when trying to perform a blood glucose test. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6), 2010. The patient advised the customer care advocate (cca) he manages his diabetes with oral medication (type/ amount not specified). It is not clear what action the patient took at the time of the alleged issue; however, the patient stated he exercised that same evening. At an unspecified time after the start of the alleged issue, the patient claimed he felt a symptom of sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca was not able to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Event description:
It was reported that the device has recorded false asystole and brady episodes due to undersensing. It was also reported that a fast ventricular tachycardia episode was recorded due to noise oversensing. The device remains in use. No patient complications have been reported as a result of this event.